Manufacturer narrative:
An event of unexpected reset was reported to abbott. A software investigation was performed by reviewing session records and/or data logs provided from the customer. The reported complaint of the device in rom mode was confirmed. Based on the provided information, it was unable to be determined what triggered the device to enter rom mode. The device was successfully recovered.

Event description:
During initial implant of the leadless pacemaker (lp), the lp was interrogated and found to be in read-only mode. A device firmware download was performed and the lp was successfully implanted. The patient was in stable condition.